Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("auto immune response") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), weight increased ("weight gain"), headache ("headaches") and menorrhagia ("long periods"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, weight increased, headache and menorrhagia outcome was unknown. The reporter considered autoimmune disorder, headache, menorrhagia, pelvic pain and weight increased to be related to essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvis pain"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), arthralgia ("joint pain") and arthritis ("auto immune response/inflammatory arthritis") in an adult female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder, kidney disorder, restless leg syndrome and high cholesterol. Concurrent conditions included obesity (bmi 50.617), blood pressure high and depression. Concomitant products included baclofen since (B)(6) 2017, duloxetine hydrochloride (duloxetine hcl) since (B)(6) 2014, ergocalciferol since (B)(6) 2014, gabapentin since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2016, hydroxychloroquine since (B)(6) 2014, metoprolol since (B)(6) 2017, ropinirole hydrochloride (ropinirole hcl) since (B)(6) 2017 and sulfasalazine from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), arthritis (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("pain lower back"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced neuropathy peripheral (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced menorrhagia ("long periods/menorrhagia/heavy periods") and vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia),"). On an unknown date, the patient was found to have the second episode of weight increased ("weight gain") and experienced headache ("headaches"), oedema ("edema"), uterine polyp ("uterine polyp"), hypertension ("high blood pressure"), depression ("depression"), restless legs syndrome ("restless leg syndrome"), connective tissue disorder ("mixed connective tissue syndrome") and inflammation ("inflammation"). The patient was treated with surgery (carpel tunnel revision surgery (right hand), carpel tunnel surgery (left hand),, essure removal/bilateral salpingectomy and lumbar discectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, arthralgia, arthritis, the last episode of weight increased, headache, tooth disorder, fatigue, alopecia, back pain, uterine polyp, hypertension, depression, restless legs syndrome, connective tissue disorder and inflammation outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the oedema was resolving. The reporter considered alopecia, arthralgia, arthritis, back pain, connective tissue disorder, depression, fatigue, headache, hypertension, inflammation, menorrhagia, neuropathy peripheral, oedema, pelvic pain, restless legs syndrome, tooth disorder, uterine polyp, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: 1. Complete occlusion of the right fallopian tube at its origin. 2. Complete occlusion of the left fallopian tube at its origin. Total bilateral occlusion. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs and mr received - new event vaginal hemorrhage, tooth disorder, fatigue, alopecia, neuropathy peripheral, weight increased, back pain, arthralgia, edema, uterine polyp, hypertension, depression, mixed connective tissue disorder, inflammation and restless legs syndrome were added. Product information (lot number) were added. Event autoimmune disorder (to arthritis) were updated. Event outcome of menorrhagia (recovered) were updated. Event onset date of pelvic pain and menorrhagia were added. Reporter information were added. Patient demographics were added. Concomitant medication were added. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis pain') and back pain ('pain lower back/lower back pain') in an adult female patient who had essure (batch no: a27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery (failed) in 2016, bladder disorder, kidney disorder, restless leg syndrome, high cholesterol, arthritis and weight gain. Concurrent conditions included obesity (bmi 50.617), blood pressure high and depression. Concomitant products included baclofen since on (B)(6) 2017, duloxetine hydrochloride (duloxetine hcl) since on (B)(6) 2014, ergocalciferol since on (B)(6) 2014, gabapentin since on (B)(6) 2016, hydrocodone bitartrate; paracetamol (norco) since on (B)(6) 2016, hydroxychloroquine since on (B)(6) 2014, metoprolol since on (B)(6) 2017, ropinirole hydrochloride (ropinirole hcl) since on (B)(6) 2017 and sulfasalazine from on (B)(6) 2014 to on (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), arthralgia ("joint pain"), arthritis ("auto immune response/inflammatory arthritis"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced neuropathy peripheral ("neurological conditions or problems type: neuropathy"). On (B)(6) 2017, the patient experienced menorrhagia ("long periods/menorrhagia/heavy periods") and vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia),"). On an unknown date, the patient was found to have the second episode of weight increased ("weight gain") and experienced headache ("headaches"), oedema ("edema"), uterine polyp ("uterine polyp/endometrial polyp"), hypertension ("high blood pressure"), depression ("depression"), restless legs syndrome ("restless leg syndrome"), connective tissue disorder ("mixed connective tissue syndrome"), inflammation ("inflammation"), endometrial metaplasia ("prominent tubal metaplasia") and feeling abnormal ("brain fog"). The patient was treated with surgery (carpel tunnel revision surgery (right hand), carpel tunnel surgery (left hand),, essure removal/bilateral salpingectomy, lumbar discectomy and back pain surgery to relieve the pain). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, arthralgia, arthritis, the last episode of weight increased, headache, tooth disorder, fatigue, alopecia, uterine polyp, hypertension, depression, restless legs syndrome, connective tissue disorder, inflammation and endometrial metaplasia outcome was unknown, the back pain, menorrhagia and vaginal haemorrhage had resolved and the oedema and feeling abnormal was resolving. The reporter considered alopecia, arthralgia, arthritis, back pain, connective tissue disorder, depression, endometrial metaplasia, fatigue, feeling abnormal, headache, hypertension, inflammation, menorrhagia, neuropathy peripheral, oedema, pelvic pain, restless legs syndrome, tooth disorder, uterine polyp, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: I had my post op on monday. Dr. Said that (uterine polyp and endometrial metaplasia) must be directly cause by essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: 1. Complete occlusion of the right fallopian tube at its origin. 2. Complete occlusion of the left fallopian tube at its origin. Total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-feb-2020: content from social media received. New event 'brain fog' was added and its outcome was added. The outcome of the event 'back pain' was updated to resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvis pain"), neuropathy peripheral ("neurological conditions or problems type : neuropathy"), arthralgia ("joint pain") and arthritis ("auto immune response/inflammatory arthritis") in an adult female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder, kidney disorder, restless leg syndrome and high cholesterol. Concurrent conditions included obesity (bmi 50.617), blood pressure high and depression. Concomitant products included baclofen since (B)(6) 2017, duloxetine hydrochloride (duloxetine hcl) since (B)(6) 2014, ergocalciferol since (B)(6) 2014, gabapentin since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2016, hydroxychloroquine since (B)(6) 2014, metoprolol since (B)(6) 2017, ropinirole hydrochloride (ropinirole hcl) since (B)(6) 2017 and sulfasalazine from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), arthritis (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("pain lower back"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced neuropathy peripheral (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced menorrhagia ("long periods/menorrhagia/heavy periods") and vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia),"). On an unknown date, the patient was found to have the second episode of weight increased ("weight gain") and experienced headache ("headaches"), oedema ("edema"), uterine polyp ("uterine polyp"), hypertension ("high blood pressure"), depression ("depression"), restless legs syndrome ("restless leg syndrome"), connective tissue disorder ("mixed connective tissue syndrome") and inflammation ("inflammation"). The patient was treated with surgery (carpel tunnel revision surgery (right hand), carpel tunnel surgery (left hand),, essure removal/bilateral salpingectomy and lumbar discectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, arthralgia, arthritis, the last episode of weight increased, headache, tooth disorder, fatigue, alopecia, back pain, uterine polyp, hypertension, depression, restless legs syndrome, connective tissue disorder and inflammation outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the oedema was resolving. The reporter considered alopecia, arthralgia, arthritis, back pain, connective tissue disorder, depression, fatigue, headache, hypertension, inflammation, menorrhagia, neuropathy peripheral, oedema, pelvic pain, restless legs syndrome, tooth disorder, uterine polyp, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: 1. Complete occlusion of the right fallopian tube at its origin. Complete occlusion of the left fallopian tube at its origin. Total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis pain') and back pain ('pain lower back/lower back pain') in an adult female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery (failed) in 2016, bladder disorder, kidney disorder, restless leg syndrome, high cholesterol, arthritis and weight gain. Concurrent conditions included obesity (bmi 50.617), blood pressure high and depression. Concomitant products included baclofen since (B)(6) 2017, duloxetine hydrochloride (duloxetine hcl) since (B)(6) 2014, ergocalciferol since (B)(6) 2014, gabapentin since (B)(6) 2016, hydrocodone bitartrate; paracetamol (norco) since (B)(6) 2016, hydroxychloroquine since (B)(6) 2014, metoprolol since (B)(6) 2017, ropinirole hydrochloride (ropinirole hcl) since (B)(6) 2017 and sulfasalazine from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), arthralgia ("joint pain"), arthritis ("auto immune response/inflammatory arthritis"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced neuropathy peripheral ("neurological conditions or problems type : neuropathy"). In (B)(6) 2017, the patient experienced menorrhagia ("long periods/menorrhagia/heavy periods") and vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia),"). On an unknown date, the patient was found to have the second episode of weight increased ("weight gain") and experienced headache ("headaches"), oedema ("edema"), uterine polyp ("uterine polyp/endometrial polyp"), the first episode of hypertension ("high blood pressure"), the first episode of depression ("depression"), restless legs syndrome ("restless leg syndrome"), connective tissue disorder ("mixed connective tissue syndrome"), inflammation ("inflammation"), endometrial metaplasia ("prominent tubal metaplasia"), the first episode of feeling abnormal ("brain fog"), nausea ("nausea"), vision blurred ("blurry vision"), insomnia ("insomnia"), the second episode of depression ("depressed"), mixed connective tissue disease ("mctd"), ear pain ("ear ache"), anxiety ("anxiety"), brachioradial pruritus ("brachioadial pruritis"), feeling cold ("cold"), tooth fracture ("tooth chipped"), irritable bowel syndrome ("ibs"), carpal tunnel syndrome ("carpal tunnel syndrome"), intervertebral disc protrusion ("herniated disc"), the second episode of feeling abnormal ("brain fog"), the second episode of hypertension ("high blood pressure"), vitamin d deficiency ("vitamin d deficiency"), malaise ("malaise"), fibromyalgia ("fibromyalgia"), intervertebral disc degeneration ("degenerative disk disease"), stenosis ("stenosis"), autoimmune disorder ("autoimmune disorder ") and urinary tract disorder ("trouble urinating"). The patient was treated with surgery (carpel tunnel revision surgery (right hand), carpel tunnel surgery (left hand),, essure removal/bilateral salpingectomy,divanci removal, remove fallopian tube, lumbar discectomy and back pain surgery to relieve the pain,divanci removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, arthralgia, arthritis, the last episode of weight increased, headache, tooth disorder, fatigue, alopecia, uterine polyp, restless legs syndrome, connective tissue disorder, inflammation, endometrial metaplasia, nausea, insomnia, the last episode of depression, mixed connective tissue disease, ear pain, anxiety, brachioradial pruritus, feeling cold, irritable bowel syndrome, intervertebral disc protrusion, the last episode of hypertension, vitamin d deficiency, malaise, fibromyalgia, intervertebral disc degeneration, stenosis, autoimmune disorder and urinary tract disorder outcome was unknown, the back pain, menorrhagia, vaginal haemorrhage and vision blurred had resolved and the oedema and the last episode of feeling abnormal was resolving. The reporter considered alopecia, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, brachioradial pruritus, carpal tunnel syndrome, connective tissue disorder, ear pain, endometrial metaplasia, fatigue, feeling cold, fibromyalgia, headache, inflammation, insomnia, intervertebral disc degeneration, intervertebral disc protrusion, irritable bowel syndrome, malaise, menorrhagia, mixed connective tissue disease, nausea, neuropathy peripheral, oedema, pelvic pain, restless legs syndrome, stenosis, tooth disorder, tooth fracture, urinary tract disorder, uterine polyp, vaginal haemorrhage, vision blurred, vitamin d deficiency, the first episode of depression, the first episode of feeling abnormal, the first episode of hypertension, the first episode of weight increased, the second episode of depression, the second episode of feeling abnormal, the second episode of hypertension and the second episode of weight increased to be related to essure. The reporter commented: I had my post op on monday. Dr. Said that (uterine polyp and endometrial metaplasia) must be directly cause by essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: 1. Complete occlusion of the right fallopian tube at its origin. 2. Complete occlusion of the left fallopian tube at its origin. Total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event autoimmune disorder, trouble urinating was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis pain') and back pain ('pain lower back/lower back pain') in an adult female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery (failed) in 2016, bladder disorder, kidney disorder, restless leg syndrome, high cholesterol, arthritis and weight gain. Concurrent conditions included obesity (bmi 50.617), blood pressure high and depression. Concomitant products included baclofen since (B)(6) 2017, duloxetine hydrochloride (duloxetine hcl) since (B)(6) 2014, ergocalciferol since (B)(6) 2014, gabapentin since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2016, hydroxychloroquine since (B)(6) 2014, metoprolol since (B)(6) 2017, ropinirole hydrochloride (ropinirole hcl) since (B)(6) 2017 and sulfasalazine from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), arthralgia ("joint pain"), arthritis ("auto immune response/inflammatory arthritis"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced neuropathy peripheral ("neurological conditions or problems type : neuropathy"). In (B)(6) 2017, the patient experienced menorrhagia ("long periods/menorrhagia/heavy periods") and vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia),"). On an unknown date, the patient was found to have the second episode of weight increased ("weight gain") and experienced headache ("headaches"), oedema ("edema"), uterine polyp ("uterine polyp/endometrial polyp"), the first episode of hypertension ("high blood pressure"), the first episode of depression ("depression"), restless legs syndrome ("restless leg syndrome"), connective tissue disorder ("mixed connective tissue syndrome"), inflammation ("inflammation"), endometrial metaplasia ("prominent tubal metaplasia"), the first episode of feeling abnormal ("brain fog"), nausea ("nausea"), vision blurred ("blurry vision"), insomnia ("insomnia"), the second episode of depression ("depressed"), mixed connective tissue disease ("mctd"), ear pain ("ear ache"), anxiety ("anxiety"), brachioradial pruritus ("brachioadial pruritis"), feeling cold ("cold"), tooth fracture ("tooth chipped"), irritable bowel syndrome ("ibs"), carpal tunnel syndrome ("carpal tunnel syndrome"), intervertebral disc protrusion ("herniated disc"), the second episode of feeling abnormal ("brain fog"), the second episode of hypertension ("high blood pressure"), vitamin d deficiency ("vitamin d deficiency"), malaise ("malaise") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (carpel tunnel revision surgery (right hand), carpel tunnel surgery (left hand),, essure removal/bilateral salpingectomy, lumbar discectomy and back pain surgery to relieve the pain). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, arthralgia, arthritis, the last episode of weight increased, headache, tooth disorder, fatigue, alopecia, uterine polyp, restless legs syndrome, connective tissue disorder, inflammation, endometrial metaplasia, nausea, insomnia, the last episode of depression, mixed connective tissue disease, ear pain, anxiety, brachioradial pruritus, feeling cold, irritable bowel syndrome, intervertebral disc protrusion, the last episode of hypertension, vitamin d deficiency, malaise and fibromyalgia outcome was unknown, the back pain, menorrhagia, vaginal haemorrhage and vision blurred had resolved and the oedema and the last episode of feeling abnormal was resolving. The reporter considered alopecia, anxiety, arthralgia, arthritis, back pain, brachioradial pruritus, carpal tunnel syndrome, connective tissue disorder, ear pain, endometrial metaplasia, fatigue, feeling cold, fibromyalgia, headache, inflammation, insomnia, intervertebral disc protrusion, irritable bowel syndrome, malaise, menorrhagia, mixed connective tissue disease, nausea, neuropathy peripheral, oedema, pelvic pain, restless legs syndrome, tooth disorder, tooth fracture, uterine polyp, vaginal haemorrhage, vision blurred, vitamin d deficiency, the first episode of depression, the first episode of feeling abnormal, the first episode of hypertension, the first episode of weight increased, the second episode of depression, the second episode of feeling abnormal, the second episode of hypertension and the second episode of weight increased to be related to essure. The reporter commented: I had my post op on monday. Dr. Said that (uterine polyp and endometrial metaplasia) must be directly cause by essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: 1. Complete occlusion of the right fallopian tube at its origin. 2. Complete occlusion of the left fallopian tube at its origin. Total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-mar-2020: content from social media received. Event fibromyalgia was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis pain') in an adult female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder, kidney disorder, restless leg syndrome, high cholesterol, arthritis and weight gain. Concurrent conditions included obesity (bmi 50.617), blood pressure high and depression. Concomitant products included baclofen since (B)(6) 2017, duloxetine hydrochloride (duloxetine hcl) since (B)(6) 2014, ergocalciferol since (B)(6) 2014, gabapentin since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2016, hydroxychloroquine since (B)(6) 2014, metoprolol since (B)(6) 2017, ropinirole hydrochloride (ropinirole hcl) since (B)(6) 2017 and sulfasalazine from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), arthritis ("auto immune response/inflammatory arthritis"), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("pain lower back"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced neuropathy peripheral ("neurological conditions or problems type : neuropathy"). In (B)(6) 2017, the patient experienced menorrhagia ("long periods/menorrhagia/heavy periods") and vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia),"). On an unknown date, the patient was found to have the second episode of weight increased ("weight gain") and experienced headache ("headaches"), oedema ("edema"), uterine polyp ("uterine polyp/endometrial polyp"), hypertension ("high blood pressure"), depression ("depression"), restless legs syndrome ("restless leg syndrome"), connective tissue disorder ("mixed connective tissue syndrome"), inflammation ("inflammation") and endometrial metaplasia ("prominent tubal metaplasia"). The patient was treated with surgery (carpel tunnel revision surgery (right hand), carpel tunnel surgery (left hand),, essure removal/bilateral salpingectomy and lumbar discectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, arthralgia, arthritis, the last episode of weight increased, headache, tooth disorder, fatigue, alopecia, back pain, uterine polyp, hypertension, depression, restless legs syndrome, connective tissue disorder, inflammation and endometrial metaplasia outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the oedema was resolving. The reporter considered alopecia, arthralgia, arthritis, back pain, connective tissue disorder, depression, endometrial metaplasia, fatigue, headache, hypertension, inflammation, menorrhagia, neuropathy peripheral, oedema, pelvic pain, restless legs syndrome, tooth disorder, uterine polyp, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: I had my post op on monday. Dr. Said that (uterine polyp and endometrial metaplasia) must be directly cause by essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: 1. Complete occlusion of the right fallopian tube at its origin. 2. Complete occlusion of the left fallopian tube at its origin. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-feb-2020: social media information received. New event added- endometrial metaplasia. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis pain') and back pain ('pain lower back/lower back pain') in an adult female patient who had essure (batch no. A27192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery (failed) in 2016, bladder disorder, kidney disorder, restless leg syndrome, high cholesterol, arthritis and weight gain. Concurrent conditions included obesity (bmi 50.617), blood pressure high and depression. Concomitant products included baclofen since (B)(6) 2017, duloxetine hydrochloride (duloxetine hcl) since (B)(6) 2014, ergocalciferol since (B)(6) 2014, gabapentin since april 2016, hydrocodone bitartrate;paracetamol (norco) since april 2016, hydroxychloroquine since (B)(6) 2014, metoprolol since (B)(6) 2017, ropinirole hydrochloride (ropinirole hcl) since (B)(6) 2017 and sulfasalazine from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), arthralgia ("joint pain"), arthritis ("auto immune response/inflammatory arthritis"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced neuropathy ("neurological conditions or problems type : neuropathy"). In (B)(6) 2017, the patient experienced menorrhagia ("long periods/menorrhagia/heavy periods") and vaginal hemorrhage ("abnormal bleeding, (vaginal, menorrhagia),"). On an unknown date, the patient was found to have the second episode of weight increased ("weight gain") and experienced headache ("headaches"), oedema ("edema"), uterine polyp ("uterine polyp/endometrial polyp"), the first episode of hypertension ("high blood pressure"), the first episode of depression ("depression"), restless legs syndrome ("restless leg syndrome"), connective tissue disorder ("mixed connective tissue syndrome"), inflammation ("inflammation"), endometrial metaplasia ("prominent tubal metaplasia"), the first episode of feeling abnormal ("brain fog"), nausea ("nausea"), vision blurred ("blurry vision"), insomnia ("insomnia"), the second episode of depression ("depressed"), mixed connective tissue disease ("mctd"), ear pain ("ear ache"), anxiety ("anxiety"), pruritus ("brachioadial pruritis"), feeling cold ("cold"), tooth fracture ("tooth chipped"), irritable bowel syndrome ("ibs"), carpal tunnel syndrome ("carpal tunnel syndrome"), intervertebral disc protrusion ("herniated disc"), the second episode of feeling abnormal ("brain fog"), the second episode of hypertension ("high blood pressure"), vitamin d deficiency ("vitamin d deficiency"), peripheral neuropathy ("peripheral neuropathy") and malaise ("malaise"). The patient was treated with surgery (carpel tunnel revision surgery (right hand), carpel tunnel surgery (left hand),, essure removal/bilateral salpingectomy, lumbar discectomy and back pain surgery to relieve the pain). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy, arthralgia, arthritis, the last episode of weight increased, headache, tooth disorder, fatigue, alopecia, uterine polyp, restless legs syndrome, connective tissue disorder, inflammation, endometrial metaplasia, nausea, insomnia, the last episode of depression, mixed connective tissue disease, ear pain, anxiety, pruritus, feeling cold, irritable bowel syndrome, intervertebral disc protrusion, the last episode of hypertension, vitamin d deficiency and peripheral neuropathy outcome was unknown, the back pain, menorrhagia, vaginal haemorrhage and vision blurred had resolved and the oedema and the last episode of feeling abnormal was resolving. The reporter considered alopecia, anxiety, arthralgia, arthritis, back pain, carpal tunnel syndrome, connective tissue disorder, ear pain, endometrial metaplasia, fatigue, feeling cold, headache, inflammation, insomnia, intervertebral disc protrusion, irritable bowel syndrome, malaise, menorrhagia, mixed connective tissue disease, nausea, neuropathy, oedema, pelvic pain, pruritus, restless legs syndrome, tooth disorder, tooth fracture, uterine polyp, vaginal hemorrhage, vision blurred, vitamin d deficiency, the first episode of depression, the first episode of feeling abnormal, the first episode of hypertension, the first episode of weight increased, peripheral neuropathy, the second episode of depression, the second episode of feeling abnormal, the second episode of hypertension and the second episode of weight increased to be related to essure. The reporter commented: I had my post op on monday. Dr. Said that (uterine polyp and endometrial metaplasia) must be directly cause by essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: 1. Complete occlusion of the right fallopian tube at its origin. 2. Complete occlusion of the left fallopian tube at its origin. Total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received. Reporters information were added.event:nausea ,blurry vision ,insomnia, depressed, mctd ,ear ache ,anxiety, brachodial pruritis, tooth chipped ,feeling cold , irritable bowel syndrome carpal tunnel ,syndrome, ,herniated disc ,vitamin d deficiency , peripheral neuropathy, hypertension, malaise were added. Event outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis pain') and back pain ('pain lower back/lower back pain') in an adult female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery (failed) in 2016, bladder disorder, kidney disorder, restless leg syndrome, high cholesterol, arthritis and weight gain. Concurrent conditions included obesity (bmi 50.617), blood pressure high and depression. Concomitant products included baclofen since (B)(6) 2017, duloxetine hydrochloride (duloxetine hcl) since (B)(6) 2014, ergocalciferol since (B)(6) 2014, gabapentin since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) since april 2016, hydroxychloroquine since (B)(6) 2014, metoprolol since (B)(6) 2017, ropinirole hydrochloride (ropinirole hcl) since (B)(6) 2017 and sulfasalazine from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), arthralgia ("joint pain"), arthritis ("auto immune response/inflammatory arthritis"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced neuropathy peripheral ("neurological conditions or problems type : neuropathy"). In (B)(6) 2017, the patient experienced menorrhagia ("long periods/menorrhagia/heavy periods") and vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia),"). On an unknown date, the patient was found to have the second episode of weight increased ("weight gain") and experienced headache ("headaches"), oedema ("edema"), uterine polyp ("uterine polyp/endometrial polyp"), the first episode of hypertension ("high blood pressure"), the first episode of depression ("depression"), restless legs syndrome ("restless leg syndrome"), connective tissue disorder ("mixed connective tissue syndrome"), inflammation ("inflammation"), endometrial metaplasia ("prominent tubal metaplasia"), the first episode of feeling abnormal ("brain fog"), nausea ("nausea"), vision blurred ("blurry vision"), insomnia ("insomnia"), the second episode of depression ("depressed"), mixed connective tissue disease ("mctd"), ear pain ("ear ache"), anxiety ("anxiety"), brachioradial pruritus ("brachioadial pruritis"), feeling cold ("cold"), tooth fracture ("tooth chipped"), irritable bowel syndrome ("ibs"), carpal tunnel syndrome ("carpal tunnel syndrome"), intervertebral disc protrusion ("herniated disc"), the second episode of feeling abnormal ("brain fog"), the second episode of hypertension ("high blood pressure"), vitamin d deficiency ("vitamin d deficiency"), malaise ("malaise"), fibromyalgia ("fibromyalgia"), intervertebral disc degeneration ("degenerative disk disease") and stenosis ("stenosis"). The patient was treated with surgery (carpel tunnel revision surgery (right hand), carpel tunnel surgery (left hand),, essure removal/bilateral salpingectomy, lumbar discectomy and back pain surgery to relieve the pain). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, arthralgia, arthritis, the last episode of weight increased, headache, tooth disorder, fatigue, alopecia, uterine polyp, restless legs syndrome, connective tissue disorder, inflammation, endometrial metaplasia, nausea, insomnia, the last episode of depression, mixed connective tissue disease, ear pain, anxiety, brachioradial pruritus, feeling cold, irritable bowel syndrome, intervertebral disc protrusion, the last episode of hypertension, vitamin d deficiency, malaise, fibromyalgia, intervertebral disc degeneration and stenosis outcome was unknown, the back pain, menorrhagia, vaginal haemorrhage and vision blurred had resolved and the oedema and the last episode of feeling abnormal was resolving. The reporter considered alopecia, anxiety, arthralgia, arthritis, back pain, brachioradial pruritus, carpal tunnel syndrome, connective tissue disorder, ear pain, endometrial metaplasia, fatigue, feeling cold, fibromyalgia, headache, inflammation, insomnia, intervertebral disc degeneration, intervertebral disc protrusion, irritable bowel syndrome, malaise, menorrhagia, mixed connective tissue disease, nausea, neuropathy peripheral, oedema, pelvic pain, restless legs syndrome, stenosis, tooth disorder, tooth fracture, uterine polyp, vaginal haemorrhage, vision blurred, vitamin d deficiency, the first episode of depression, the first episode of feeling abnormal, the first episode of hypertension, the first episode of weight increased, the second episode of depression, the second episode of feeling abnormal, the second episode of hypertension and the second episode of weight increased to be related to essure. The reporter commented: I had my post op on monday. Dr. Said that (uterine polyp and endometrial metaplasia) must be directly cause by essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: 1. Complete occlusion of the right fallopian tube at its origin. 2. Complete occlusion of the left fallopian tube at its origin. Total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet (social media): event was added- degenerative disc disease and stenosis. Reporter information added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.